Event description:
Patient's representative reported rupture. The device has been explanted. The affected side is unknown.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.